Event description:
It was reported that a user experienced persistent hyperglycemia after treating a prior low with oral glucose and eating, with the pump attempting automated corrections without effective reduction in blood glucose until after a full supply change; subsequent episodes of hypoglycemia occurred and were treated with oral glucose, and the user later reported improved glucose levels and replaced the sensor due to inaccurate readings. Symptoms included hyperglycemia and hypoglycemia. Outcomes included temporary impairment requiring self-treatment and customer support guidance. Investigation included customer interview, review of pump reports, and user-directed troubleshooting including full supply change and sensor replacement. Investigation of this case revealed that glucose values improved after supply change and that the prior sensor was providing inaccurate readings per user report. It was concluded that the cause of the alternating hyperglycemia and hypoglycemia was unclear, with no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.